Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 388928, lot# 0205667424, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) and a consumer via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was spontaneously turning off, which occurred during normal use since august 2017. It was noted that the consumer discovered the ins was turned off, she turned it back on, it functioned well until it turned off again at some point. It was noted that further inquiries were to be made about the frequency of the event. The consumer asserted that it was unrelated to having passed through a theft detector or near any other emi devices that she knows of. The ins was on at clinic follow-up. The consumer was asked to use her patient programmer to access the device, was observed to have performed the task correctly, and avoided pressing the off button at the same time as the sync button. It was noted that she was also reminded a couple of times to watch for that. It was noted that the representative would speak with the consumer again to observe where she is and report exactly when these events occur. The issue was noted as not resolved at the time of the report. Additional information received from the representative reported speaking to the consumer, who guessed that this occurred 3-4 times a month. The consumer would be more observant as to where she is when she discovers the device is off and report how things go over the next three months. She was not scheduled for an office visit until (B)(6) 2018 as her system is otherwise treating her symptoms well. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the ¿problem¿ was that magnet mode had been turned on at some time in the past. This was confirmed with the patient by having her lean against the refrigerator door magnet seal, and this turned off her device. When she goes in for her next clinic visit, the feature would be turned off. The visit date was unknown/tbd.

Manufacturer narrative:
Updated: product ID: 388928, lot # 0205667424, implanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3037 lot# serial (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.